Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pocket d1, e1, e3 had failed and were not detected on the communication bus. A field service engineer replaced the retractor band and tray a and cleaned debris under each tray to resolve. The customer then logged in and successfully accessed the medications. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 6 pocket d1, e1, e3 had failed and were not detected on the communication bus, preventing users from accessing medication. The customer stated that the malfunction occurred when a user tried to issue medication, resulting in a delay as the user had to get the required medication from another station. There were no adverse events or injuries reported based on this event.